Manufacturer narrative:
Zimmer biomet complaint (B)(4). Complaint sample was evaluated and the reported event was confirmed. The product evaluation confirmed that the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to operational use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
The mini-baseplate impactor fractured during use. No pieces fell into the patient and there was no delay in the procedure.